Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned provisional exhibits signs of repeated use ( nicked or gouged ) with the post feature fractured off. All pieces were returned. Device history record was reviewed and no discrepancies were found. The root cause is considered to be design deficiency and bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee surgery, the provisional was fractured when the surgeon tried to insert it. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.